Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform s/n (B)(4) would not retract the lifeband or size the patient. When the continue button was pressed, an error message "align patient on platform" was displayed. User advisory 16 (timeout moving to take-up position) was also displayed. The customer had to revert to manual CPR. There is no report of negative effect to the patient due to this problem. No additional information provided.